Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient did not receive appropriate therapy due to inappropriate detection of ventricular tachycardia (vt) episodes. It was noted the device detected the episodes as supra ventricular tachycardia (svt) and the atrial fibrillation (af)/atrial flutter disciminator applied and withheld therapy. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the device failed to deliver a shock. Analysis of the device memory had an observation relating to svt detection. If information is provided in the future, a supplemental report will be issued.